Event description:
On 25th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the circular spring arm covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: (B)(6). E1h event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d1 brand name, d2a product code, d2b product code description., d4 catalog # and d4 unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 100. Corrected d1 brand name: lucea led®. Previous d2a product code: ftd. Corrected d2a product code: fsy. Previous d2b product code description.: lamp, surgical. Corrected d2b product code description.: light, surgical, ceiling mounted. Previous d4 catalog # ardlca219000a. Corrected d4 catalog # none. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the circular spring arm covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 80 / lucea 100: ard569010100). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.